Event description:
It was reported patient underwent a patella fixation procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to the wire coming out of the crimp sleeve. The original wire was removed and a second wire was implanted in the same fashion.

Manufacturer narrative:
Dimensional evaluation found components to be within appropriate design specification, though only one hole of the crimping sleeve was able to be measured since a portion of the cable was still present in the second. The inner diameter of the crimping sleeve was found to be smaller than that of the cable, indicating that the cable would have been compressed by the sleeve; however, due to the fact that the crimping instrument could not be returned, it is not possible to know if the crimper was able to crimp the sleeve to the full extent of the design.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Review of device history records show that lot released with no recorded anomaly or deviation.